Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 17th august 2011. C9 was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. In this case, failure of c9 capacitor had caused the device to fail to power off. This would account for the multiple manual power cycles of a continuous nature and of ten minutes duration recorded in the history log. The fault was witnessed during the investigation. The multiple ten-minute manual power ups in the history log had led to the depletion of the returned pad-paks. The functionality of the circuit is tested at both h017-014-103 pba test and h017-014-104 final. Therefore, it is concluded that the component failed after dispatch. The device failed to shutdown correctly following the weekly auto self-test on the (B)(6) 2018, therefore it is assumed the capacitor failed at this time. After the c9 was replaced the device was temperature cycled between 0°c and 50°c for 24 hours while performing a self-test every 20 minutes. The unit did not display any fault during this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
Device switching on automatically. There was no patient involved in this event.